Event description:
It was reported that the patient experienced loss of stimulation due to ipg migration. It was also noted that the ipg was difficult to charge. The patient underwent an ipg pocket revision wherein the ipg was relocated and lead extensions were added. The patient was doing well postoperatively. Nothing was removed during the procedure.